Event description:
It was reported that the user experienced an infusion supply issue with an ilet system using a contact detach infusion set, characterized by absent drops during a fill on the tubing at approximately 90 units and hyperglycemia, which resolved only after changing the infusion supplies; no pump alerts or alarms occurred. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included stabilization of blood glucose after troubleshooting and education, with insulin delivery resumed and no hospitalization. Investigation included customer support troubleshooting and device use education. Investigation of this case revealed an infusion pathway interruption consistent with an occlusion or flow obstruction at the infusion set or related connectors, which resolved after replacement; affected lots were documented for the connector, cartridge, and contact detach set. It was concluded, based on previously established findings for similar reports, that the cause was user-level infusion site or component obstruction that was correctable through supply change and proper setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.